Event description:
It was reported that the patient presented for a pulse generator change due to normal elective replacement indicator. The set screws could not be loosened for the right atrial and right ventricular leads. An ortho drill was used to drill out the set screws and the leads released normally. The replacement generator was implanted with no further issues. The patient had no symptoms and was stable after the procedure.

Manufacturer narrative:
The reported inability to loosen/tighten the rv and atrial set screw was confirmed in the laboratory. Visual inspection identified calcified blood material inside the atrial screw hex cavity. The v-setscrew was not returned from the field but calcified blood was also around the connector block area this material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.